Event description:
Subject: (B)(6) date of onset: (B)(6) 2018. Adverse event: increasing symptomatic incisional ventral hernia was this adverse event classified as serious?: yes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).